Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. Final angiogram showed a successful evar. However, it was reported that, when the physician attempted to remove the guidewire from the main body side (left) some resistance was encountered. When fluoroscopic imaging was re-established, the bifurcated stent graft was no longer in its original position but was sitting in the aaa sac. It was reported that a secondary intervention was performed three days later to treat malposition of the endurant stent graft. During the re-intervention an endurant aui and endurant limb extension were implanted and a left to right fem-fem bypass performed. It was reported that post the implant of the aui a type ia endoleak was observed. Ten (10) aptus endoanchors were implanted. It was reported that the type ia endoleak was resolved with no follow up necessary. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received on this case reported that as per the physician, the reason for the type 1a leak after the implantation of the aui device was caused by a collapsed suprarenal fixation constraining a portion of the aui device. As per the investigator, ballooning and implantation of endoanchors resolved the leak. No additional clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.